Manufacturer narrative:
We were made aware that our electronic submissions failed and were not received by FDA. A CAPA was opened to address this issue and this report is being electronically resubmitted to correct the error of the first failed submission (submitted on 08/17/2023). Distributor, importer and manufacturer are under the ws audiology compliance system.

Event description:
In this event, we received the following complaint of the user noticing a burning smell. From the health care provider, "the aids were not in the charger when the incident occurred. The aids had been having battery issues and had just come back from repair but had not yet been delivered to the patient. The charger was sitting lid closed on the patient's nightstand." Investigation results: results of technical investigation showed local heat damage near usb receptacle (nothing was observed that would indicate fire); the device enclosure and cable insulation is warped and discolored, consistent with exposure to heat. There is visible residue from potential corrosion product on usb cable, connectors and cable insulation. Findings support the suspected root-cause that a short circuit developed in the usb connector or usb receptacle due to corrosion, bent pins, or foreign debris. Corrective and preventative actions have now been implemented and documented in a CAPA. Preventative action was taken to reduce the portable charger's maximum battery capacity from 100% to 80% to prevent extensive battery reactions during battery short-circuit. Preventive measure was verified to be effective in further reducing the possibility and sufficient energy to cause severe melting cases. No further root causes have been identified.